Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an unknown piccolo occluder was implanted using an unknown delivery system. The patient was reported to be premature at 30 weeks gestation, with a weight of 1.6 kg at the time of implantation. The procedure was performed using tte and x-ray imaging for both device sizing determination and intra-procedural guidance. The device was reported to have been placed intraductally per the implanter. The provider indicated that sizing was determined using tte and x-ray; however, original defect measurements were not available as the reporter was not notified of the procedure details. A stability check was reportedly performed prior to deployment, and the device appeared stable with no leak observed around the device. One week after the implantation, during the weekly check-in call, the physician reported that the device had embolized. The embolization was identified on tte, and the physician confirmed that the device had completely dislodged from the implant site and migrated to the descending aorta around the arch, resulting in partial obstruction of blood flow. The patient¿s weight at the time of the stenting procedure was reported as 2 kg. To address the embolization, the implanter used a minima infant balloon expandable stent to secure the piccolo device against the wall of the aorta. The intervention was not considered an emergency but was treated as urgent.